Event description:
It was reported that CGM displayed malfunction alarm during sensor use. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, was guided through pump reset, pump no longer displayed CGM malfunction alarm, and customer successfully started new sensor session; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown / Unknown / Unknown / Unknown.